Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented posterior stabilized (ps) narrow right size 10 catalog # 42500006802 lot # 65116399. Tibia cemented 5 degree stemmed right size f catalog # 42532007502 lot # 65132239 stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 65264285. All poly patella cemented 32 mm diameter catalog # 42540000032 lot # 65140066. Articular surface fixed bearing constrained posterior stabilized (cps) right 12 mm height use with tibia sizes e-f / ps femur sizes 3-5 catalog # 42522600612 lot # 64956471 simplex p bone cement catalog # 6191-1-001 lot # rhc063 qty 2. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure three days post implantation due to locking mechanism disassociation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001822565-2024-02226

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0001822565-2024-02226